Manufacturer narrative:
Study name: illumenate EU rct, patient ID# (B)(6). Combination product is applicable.

Manufacturer narrative:
The patient's death was unrelated to the stellarex device. The patient died a natural death. This is being reported as a follow-up to the clinical study. The date of death is unknown, this information was not available from the site. The patient died a natural death, thus it is highly unlikely that the paclitaxel drug caused or contributed to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(4). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2013, the patient underwent the study index procedure of a 120 mm, 80% stenotic of the left mid-sfa denovo lesion. The lesion was predilated with a 5 x 80 mm balloon at 8 atm resulting in a residual 50% stenosis. Next, a 6 x 120 mm stellarex balloon was inflated in the distal portion of the lesion to 8 atm for 2 minutes and removed. Then, a 6 x 80 mm stellarex balloon was inflated to 8 atm for 2:38 minutes and removed. Residual stenosis of 20% noted. No complications occurred, subject discharged as per plan. The subject completed all required study visits through 36 months with the last visit occurring on (B)(6) 2016. Multiple adverse events were reported during the study. During the 48 month follow-up, we were informed that the patient expired. The widow and physician reported that the patient died a natural death in his garden and no autopsy was performed.